Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a spot on the programmer touch screen did not respond. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that there was a dead spot on the touch screen overlay. The overlay was replaced and calibrated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.